Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 15 states, ¿postoperative bone fracture and pain.¿

Event description:
Patient reported to have undergone total hip arthroplasty on (B)(6) 2011. The patient alleges pain, stiffness and loss of range of motion. There has been no reported revision procedure to date.